Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was found to have become hot. There are no allegations of patient injury associated with this complaint. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012.